Manufacturer narrative:
G4:11dec2020. B4:14dec2020. Multiple good faith efforts were made to reach the customer for additional information, however the customer could not be reached. If additional information is received, the case will be reopened and updated report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported that the ventilator will run with battery plugged in, but once you unplug the battery, the unit powers down. There was no patient involvement. The customer troubleshot with technical support and advised that the mains light emitting diode (led) is not on. The customer was advised to replace the to replace the power supply and main harness.